Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo and one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. The plunger of the anvil was broken off. In addition, a deep knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed broken plunger may occur due to forcing the instrument closed after firing. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastro duodenum anastomosis, after firing, a piece of anvil comes out. It was found that the neck of the anvil was broken. The device component fell into the patient's cavity and was retrieved. There was no patient injury.